Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured during surgery. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Visual inspection of the returned trial confirmed that the device has fractured at the anterior side and all fractured pieces were not returned. The devices exhibits wear (nicks and dings) indicating signs of usage. Review of the device history record identified no related deviations or anomalies during manufacturing. The device has been in the field for approximately six years and six months. It is unknown for how many times the device has been used. Based on the information available, root cause can be determined as normal wear from use during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.